Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pink slide did not move forward, is not visible in the viewing window, and the cannula did not insert into the skin indicating a needle mechanism failure. Upon removal of the pod, the patient reported the cannula was visible. No impact to the patient's glucose level was reported.